Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this product was part of a system revision due to infection. There were no add'l adverse effects reported. The product was explanted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted and replaced with a new system that same day. Approximately two and a half months later, boston scientific received a returned patient verification form stating the patient passed away in late-august 2013 and the previous infection from the first pacemaker could not be cured. The long-term facility (where the patient was being cared for following the procedure) was contacted and confirmed the cause of death listed on the death certificate was staphylococcus bacteremia due to pacemaker/lead infection.